Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas stating for 3 months, the patient experienced 3 episodes of high blood glucose. The patient¿s bg levels reportedly ranged from 350mg/dl to 500mg/dl with high ketones. The reporter stated on one occasion, somewhere around (B)(6) 2013, the patient was admitted overnight in the hospital while on a cruise. The patient reportedly was treated via insulin drip, the site/set and cartridge was changed and the patient¿s bg levels came down. It was also noted that when the reporter occasionally changed out the site/set and cartridge, the patient¿s bg decreased. Customer support reviewed the pump with the reporter. During troubleshooting, the reporter confirmed that the pump was delivering as programmed. There were no issues noted with the programming/settings of the pump. There were no associated alarms indicated and the total daily dose (tdd) amounts added up correctly during a review of the pump history. There was no indication that the pump caused or contributed to the reported event. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy.